Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 43, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the unit, and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was 258 mg/dl. Customer reported that they were able to clear the alarm. Customer received request to rewind insulin pump. Customer stated that they were not able to complete insulin pump rewind. Troubleshooting was performed. The insulin pump will be returned for analysis.